Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while broaching the femur the 3 actis broach went in with little problem, the 2/3 actis reamer was utilized to help gain distal engagement of the broach. The trial appeared to be the appropriate size/fit on radiograph. When the trial was extracted it came out like normal. When the real 3 hi actis stem was implanted the trial sat down with no engagement from the inserter and the stem appeared to be loose. The surgeon felt that something was off with the stem, it didn¿t seem right. We upsized to a 3 and it was very difficult to get the 4 broach and reamer into the canal. The 4 stem may have been too big for this patient, these findings made it consistent that something was not correct with the 3 hi stem. Product is being returned and the surgeon would like a follow up to discuss if there were any findings of anything wrong with the stem. Right hip. There was a surgical delay of 5-10 minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : examination of the returned stem found no evidence of product error. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned stem found no evidence of product error. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.